Event description:
It was reported that unspecified alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly the customer cleared the alarm, and the customer continued to use the pump for insulin therapy.